Event description:
It was reported to philips that the host pc did not start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Review of the system log files identified a gap in the logging around the time of the event, which, as the host pc is responsible for maintaining the logging, indirectly indicates host pc malfunction. Upon troubleshooting, fse checked the input power and found that 220v was missing and a faulty fuse f12 was observed. To resolve this issue, fse replaced fuse 12. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.